Event description:
It was reported that, during a meniscus repair surgery, the t2 anchor did not deploy from the ultra fast fix delivery system needle as it normally does; hence, the suture failed. T1 anchor was removed from the patient. A back-up device was used to complete the procedure. The surgery was not significantly delayed as consequence of the alleged malfunction. The patient was not harmed.

Manufacturer narrative:
The reported curved ultra fast-fix assembly intended for use in treatment, was returned for evaluation. Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. No suture or ts remain on the delivery needle or were returned for examination. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not bisecting the meniscal fragment until the implant pops through the meniscus pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.